Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report migration. It was reported that the procedure was to treat functional mitral regurgitation with a grade of 4. One clip delivery system (cds) was advanced to the mitral valve and noted restricted posterior leaflet. The first clip was implanted without reported issues. The cds nt was advanced to the mitral valve next and difficult visualization was noted due to shadowing from the echo probe on anterior clip arm. There was difficulty grasping but the clip was implanted and reduced mr to 2-3. However, upon deployment, the clip rotated and the mr returned to 3. The clip was implanted and the ending mean pressure gradient was 7 mmhg and the physician was satisfied with this result and there were no adverse effects to the patient due to the gradient. The ending mr grade was 3. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and a conclusive cause for difficult or delayed positioning and migration could not be determined. The reported poor image resolution appears to be due to procedural circumstances/imager. Reportedly, the mean pressure gradient remained at 7.0 mmhg post procedure. The reported patient effect of mitral stenosis as listed in the mitraclip system gen 4 instructions for use is a known possible complication associated with mitraclip procedures. The physician was satisfied with this result and there were no adverse effects to the patient due to the gradient. Based on this information, a conclusive cause for mitral stenosis could not be determined in this complaint and is possibly related to procedural circumstance; however, this cannot be confirmed. A conclusive cause for mitral stenosis could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.